Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their controller battery was showing 100% and the implanted neurostimulator battery was also showing 100% and it would usually show 70%. Patient reported controller displayed stimulation was off and agent walked patient through turning stimulation back on. Patient confirmed the stimulation was turned back on in group c and controller battery was at 90%. Agent provided information to patient that ins battery should start to decrease now that stimulation was on. Of note, patient continuously referred to ins as "pacemaker." Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that this morning they noticed that their implant battery and controller battery are both at 100% and have not gone down. Caller stated that normally every day the implant battery is down to 50-70%. Agent walked caller through checking the battery levels and checking if stimulation was on; stimulation was turned off. Agent walked caller through turning stimulation on. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue. Patient called back and stated previous information in this case. Both battery levels were at 100% and normally the implant battery would go down to 50%. Agent reviewed information. During the call stimulation was turned off. Patient turned stimulation on. Agent redirected patient to their hcp to address the issue if the stimulation kept turning off by itself. Agent provided nas phone number.